Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an occlusion alarm occurred and the pump home screen was "displayed as if the pump shutdown". Tandem technical support confirmed in pump history that there were no alerts or alarms that indicated a pump shutdown. Contact did not provide further information regarding the occlusion alarm. Contact was unable to upload pump data due to issues with personal computer. Customer's blood glucose was 52 mg/dl and contact/customer did not know cause of low bg. Carbohydrates were consumed to address bg. Although multiple attempts were made by tandem technical support to obtain additional information, no reply was received.